Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, two led segments on the upper led digits display did not illuminate. It was found that component d2 on the system board caused the faulty segments.

Event description:
The customer reported that the device has a segment that will not light up on the upper display. No patient incident reported, and will engage in monitoring. No consequences or impact to patient were reported.